Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use of the bd luer-lok¿ syringe the stopper was clamped/glued the cylinder of the syringe against the cone. The liquid cannot be sucked into syringe or pumped smoothly into the syringe. Foreign complaint the following information was provided by the initial reporter, translated from dutch to english: customer reported that during use of the syringe it was found that stoppers are 'clamped/glued' in the cylinder of the syringe, against the cone. The siliconized cap should allow a smooth movement of the plunger. However, the liquid cannot be sucked into a fluid or pumped smoothly into the syringe; the plunger sticks in the cylinder and / or moves very roughly, there is no question of a smooth flow of liquid in the syringe. During the production process, this defect does not bring the correct volume of medicine into the syringe, i.e. Preparation batches must be rejected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6206718, medical device expiration date: 2021-07-31, device manufacture date: 2016-07-24. Medical device lot #: 8090720, medical device expiration date: 2023-03-31, device manufacture date: 2018-03-31. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd luer-lok¿ syringe the stopper was clamped/glued the cylinder of the syringe against the cone. The liquid cannot be sucked into syringe or pumped smoothly into the syringe. Foreign complaint the following information was provided by the initial reporter: customer reported that during use of the syringe it was found that stoppers are 'clamped/glued' in the cylinder of the syringe, against the cone. The siliconized cap should allow a smooth movement of the plunger. However, the liquid cannot be sucked into a fluid or pumped smoothly into the syringe; the plunger sticks in the cylinder and / or moves very roughly, there is no question of a smooth flow of liquid in the syringe. During the production process, this defect does not bring the correct volume of medicine into the syringe, i.e. Preparation batches must be rejected.